Event description:
New information indicated that high impedance was noted on the right ventricular (rv) lead. No further information was reported.

Event description:
New information indicated that the right ventricular (rv) lead was extracted, and a new rv lead was implanted with no complications. The patient was stable before, during, and post-procedure.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. No further information was reported.